Event description:
It was reported that the left ventricular (lv) lead, which was plugged into the right atrial port of the device, exhibited high thresholds and impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted (B)(6) 2013. Evolutr-34-us transcatheter valve, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.